Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that one year after the surgery, the patient felt pain. The physician decided to do a re-operation. During the surgery, it was detected, that the patient had a pseudarthrosis and the screws were broken. The date of event (B)(6) 2015, no delay in surgery. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
An investigation summary was attempted. The investigation of the complaint articles has shown that: product was not returned and no lot number was provided, an investigation could not be performed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporterr phone #(B)(6). Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.